Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during surgery, the system would not auto fill syringe with intraocular gas. A different gas pack was used, but the issue remained. The case was completed by manual injection. There was no harm to the pt.